Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory, product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported the patient had never had therapeutic effect and had been miserable since it was put in. The patient experienced pain at the pocket site, coughing up ¿stuff that takes like rubber¿, being gassy, a deeper breathing pattern, mood changes, no appetite and was losing weight daily. The patient felt they were not even the same person anymore and was a ¿rip-roaring lunatic right now¿ and that his mind was being affected.¿ it was reported the patient felt like the pump ¿feels like it is turning and is ripping my insides apart.¿ the patient felt the device was ¿sucking air up my butt.¿ the patient¿s joints also felt like they were ¿clicking and clacking.¿ it was reported the symptoms occurred following a pump replacement. It was reported the patient would like to have his pump removed and that the device was driving the patient ¿absolutely bonkers.¿ the patient¿s next refill appointment was on (B)(6) 2012 and it was reported no alarms had been heard. It was noted the patient¿s two previous refill appointments had been cancelled on him and the patient felt that nobody wanted to help him. It was reported the patient had another appointment scheduled on (B)(6) 2012. The device system was used to administer morphine.